Event description:
A zoll distributor returned a charger/modem indicating that it would not power on.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on) has been confirmed. As received, the charger / modem would not power on. Upon evaluation, the power supply unit was defective. The cause of the inability to power on is a lack of output voltage. The root cause of the lack of output voltage cannot be positively identified. No adverse event resulted from the defective power supply.